Manufacturer narrative:
E1: initial reporter address: (B)(4). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed an air ingress at the level of the set access post pump pod. The reported fluid leakage was not visible in the photos or video. The lines of the set are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "junction of the filter pressure sensor" of a prismaflex m150 set during priming. A large number of bubbles entered the pressure sensor. There was no patient involvement. No additional information is available.